Event description:
Additional information received from a consumer indicated the patient experienced a pump/delivery failure/motor stall resulting in injuries of withdrawal and surgery.

Event description:
Information was received from a manufacturer¿s representative (rep), a consumer (con) and a healthcare professional (hcp) regarding a patient receiving a dose of 2.103mg/day at a concentration of 10.0mg/ml of hydromorphone and a dose of 10.513mcg/day at a concentration of 50.0mcg/ml of clonidine via an implantable infusion pump for non-malignant pain and radiculopathy. It was reported that the consumer had to have his pump replaced on (B)(6) 2016 due to it failing and being on a recall list. On (B)(6) 2016, patient reported to healthcare professional that his pump had started malfunctioning ¿a couple of weeks ago.¿ multiple motor stall events had been occurring since (B)(6) 2016. The logs showed multiple motor stalls and recoveries. Patient reported loss of pain relief. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.